Event description:
Per the clinic, the patient was mistakenly delivered another patient's sound processor. There are no reports of patient injury associated with this event. Additional information has been requested, but has not been provided as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).